Manufacturer narrative:
(B)(4).device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was not confirmed. A visual test was performed with no signs of reservoir rupture or other abnormality. This device is a single use device and will be discarded.

Event description:
It was reported by baxter (B)(4) that the reservoir of a ce infusor lv 2 device had ruptured during patient use. According to the report, the reservoir ruptured after 12 hours of patient's therapy had begun. There is no report of patient injury or medical intervention. There is no additional information available.